Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Blocks e1 & g2: country is australia. Block h3 & h6: at the customer site, a field service engineer replaced the ivus pim and interface cable. System meets the specification for the performed service and is returned to use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used in a procedure. During use, a catheter was plugged into the system, but an error message appeared. After multiple catheters were attempted, the overall procedure was cancelled, and the patient will be rescheduled. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
Blocks d9 & h3: the intrasight mobile system component was returned for evaluation. Block h3: visual inspection of the ivus pim found contamination at the catheter connector. During functional testing, the ivus pim was connected to the lab system and was successfully recognized. However, further testing using a catheter simulator was not performed out of caution due to the contamination observed at the catheter connector; therefore, the error message could not be confirmed. Block h6: although the error message could not be confirmed, the probable cause of the reported failure is likely damage from use as evidenced by the contamination observed at the catheter connector. The device integrity can be affected by external factors such as device manipulation, its impact, applied pressure and its exposure to fluids and chemicals associated with use and handling. The investigation codes (b01-testing of actual/suspected device, c0201- electrical/electronic component problem identified, and d02- cause traced to component failure) listed in the initial MDR remain applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.